Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that an increase in impedance, decreased sensing, and loss of capture were observed. The patient was stable after the surgical procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped and replaced due to an impedance issue. No further information is available at this time.